Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted that the implantable pulse generator (ipg) system was protruding out of the skin. The right atrial (ra) lead and right ventricular (rv) lead were removed via laser lead extraction and the rv lead was temporarily replaced and connected to the old ipg. Four days later the ipg and the temporary rv lead were removed. No further patient complications have been reported as a result of this event.